Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medwatch report: pt returned to o.r. Post right hip after one week for increased pain, swelling, drainage. Pt found to have (B)(6).